Event description:
It is reported that while trying to fix the inlay according to the procedures it wasn't possible to fix it correctly in the metal tibial base plate. The inlay didn't click into place. Another inlay with the same size was used.

Manufacturer narrative:
This report will be amended when our investigation is complete.